Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was tightly folded. The stent was in place. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported, that stent was not fully apposed to the vessel wall. The stenosed target lesion was located in the renal artery. After predilatation was performed, with a small balloon catheter. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during deployment, the stent could not be fully expanded. And adhered to the vessel wall. The device was simply pulled out from the patient's body. And the procedure was completed with another of the same device. There were no patient complications reported. And the patient status was stable.

Event description:
It was reported that stent was not fully apposed to the vessel wall. The stenosed target lesion was located in the renal artery. After predilatation was performed with a small balloon catheter, a 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during deployment, the stent could not be fully expanded and adhered to the vessel wall. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.